Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was unresponsive during tubing fill, preventing selection of the confirmation option, and a replacement device was shipped while the original remains pending return. Symptoms included no reported adverse health effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and continued cgm use with dexcom g7. Investigation included customer service troubleshooting, firmware verification confirming the latest software, and logistical arrangements for replacement and return. Investigation of this case revealed a device malfunction consistent with a display or user interface failure, with no associated alerts or alarms, and the device data did not transfer to the replacement as expected for normal start-up. It was concluded, based on previously established findings for similar reports, that the cause was an unknown device malfunction not attributable to user error.